Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2007; 6949-65 lead, implanted: (B)(6) 2007; 4194-88 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient's spouse that ever since the device was reprogrammed, the patient can "feel it and is tired all the time." It was further reported that the device did not meet expectations for battery longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.